Event description:
The event is reported as: the customer reports that the pt turned while bathing and noted to have decreased tidal volumes. The intensivist determined that the tube had dislodged. After exchanging the endotracheal tube, the previous endotracheal tube was tested. The staff attempted to re-inflate the pervious tube but was unsuccessful. The cuff was leaking. No pt injury or harm reported. Intervention: the pt was re-intubated. X-rays taken to determine the condition of the endotracheal tube.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document (fmea) assessment was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.